Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) does not perform compressions" was confirmed during archive data review and functional testing. The archive data showed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) and ua12 (lifeband not present) occurred around the customer's reported event date. Based on the archive data files, the ua12 advisory messages were cleared by the customer, and then, ua45 happened multiple times. The ua45 advisory message was replicated during functional testing upon powering up the platform at zoll service depot. The root cause of the ua45 was the driveshaft not being at "home" position, either due to an unintended user error or possibly due to the sticky clutch plate. User advisory is a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Visual inspection revealed multiple cracks on the platform's top cover and missing screws on the front and bottom enclosures, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged top cover and the missing screws will be replaced to address the observed issues. During functional testing, user advisory 45 was displayed upon powering up the platform preventing the platform to perform compressions, confirming the reported complaint. During troubleshooting the problem, it was noticed that the clutch plate was sticky. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely due to wear and tear and frequent use of the device. The autopulse platform was manufactured in july 2015 and has exceeded its expected service life of 5 years. The sticky clutch plate needed to be deburred to address the issue. The driveshaft was rotated to "home" position to clear the ua45, and the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 10 minutes. The autopulse platform passed the test without any issues, and the ua12, which was observed in the archive data files, was not replicated during functional testing and subsequent inspections. Upon service completion, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) does not perform compressions. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.